Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Patient's therapeutic range is 1.6-3.0.

Manufacturer narrative:
Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.7, reference: 1.9, mean: 2.30, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. User reported additional inratio results that were excluded from data analysis. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than instrument influencing the results. Therefore, no further comparison analysis of this reported result is appropriate. Customer reported lot of 254609 is out of retains to test. Last in-house therapeutic donor testing was done on reported lot 254609 with results as follows: donor: 106, inratio results: (2.3, 2.4, 2.3), reference: 2.40, bias threshold: (1.40 - 3.40), cv%: 2.47. Donor: 107, inratio results: (2.3, 2.4, 2.3), reference: 1.97, bias threshold: (1.47 - 2.47), cv%: 2.47. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results on (B)(6) 2012 met accuracy criteria. Other tests were performed over three (3) hours apart. It is reasonable to expect changes in the status of the patient. No information in the complaint indicating misuse. No information indicating a technique issue on the part of the user. Root cause could not be determined. No product associated with complaint is expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. On (B)(4) 2012. (B)(4). Strip lot in complaint has strip code p152a which brick lot number 246555 was assigned and packaged into strip lot numbers 254609 and 257062. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.